Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision surgery right knee due to mechanical complication of prosthesis. First surgery was in 2009 and patient has had progressive problems with the right knee for years, but nothing obvious with x-ray.

Manufacturer narrative:
This report was found to be a duplicate of MFR report # 0002249697-2017-01221.

Event description:
Revision surgery right knee due to mechanical complication of prosthesis.first surgery was in 2009 and patient has had progressive problems with the right knee for years, but nothing obvious with x-ray.